Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that crosstalk was observed on the implantable cardioverter defibrillator. The patient was asymptomatic. Programming changes were discussed. No additional information was reported.